Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during s1 screw insertion for the lumbar spinal canal stenosis case, the metal burr was found on the entire edge of the screw head and the surgeon could not retain the screw. The surgeon used another screw and completed the operation. There was no screw or metal burr left in the patient body. There was reportedly a twenty minute delay in the procedure. There was no reported patient harm. This is report 1 of 1 for (B)(4).